Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Attempts were made to get more information pertaining to this event; however, no additional information was received. Please accept this as a final report. Should additional information become available in the future, this report will be updated.

Event description:
Boston scientific received information that the patient was placed in intensified follow-up due to high out of range amplitudes, oversensing and noise seen on the right ventricular (rv) lead with pacing inhibition resulting in >2 seconds. This patient has an intrinsic ventricular conduction and was asymptomatic. Boston scientific technical services (ts) suggested performing provocative maneuvers, and inquiring about the patient's environment. Additionally, ts suggested the patients postural changes be evaluated since the available episodes are from the early morning. The system remains in use at this time and the patient will continue to be monitored. No further adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The investigation is on-going. This report will be updated upon receipt of additional details